Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent nighttime hypoglycemia with brief low episodes lasting about 15 minutes, and noted that cgm low alerts occurred too late to allow rapid correction; education was provided to discuss earlier cgm alert targets with the healthcare provider and to optimize meal announcements by using ¿usual¿ rather than frequent ¿less than/more than¿ selections. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed no device malfunction and suggested user-specific factors related to alert thresholds and meal announcement practices as contributory. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.